Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. On the day of onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with vancomycin injection 1 gram (route, frequency, and duration not reported), amikacin injection 150 milligrams (route, frequency, and duration not reported), cilanem injection 250 milligrams (route, frequency, and duration not reported), cifran tablet orally (dosage, frequency, and duration not reported), and flucon tablet orally (dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. The patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The action taken with dianeal therapy was not reported (previously reported as dianeal therapy was ongoing). At the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.